Event description:
It was reported that during a laparoscopic lobectomy procedure, the blade was broken off when cleaned outside the patient. No pieces were left in the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded by the hospital. No device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.